Manufacturer narrative:
Evaluation summary: the reported endoleak was confirmed on the still images provided. Analysis of the returned CT slices and still angiograms did not reveal any out of specification stent graft integrity issues. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and lack of cine¿s during contrast injection did not allow for a more comprehensive determination of the endoleak source / cause. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy, including aortic neck angulation, and stent graft in-vivo configuration could not be performed. It is most likely that the proximal endoleak observed was a type ia endoleak and that disease progression over the 9 years of implantation was a contributory factor in its occurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported approximately 105 months post index procedure, the patent presented emergently with a ruptured aneurysm. CT and angio indicated a type 1 endoleak and aaa expanded to 150mm. It was stated that a cuff was implanted along with endoanchors to repair type1a endoleak. As per the physician, the cause of the event was anatomy related due to angulated aortic neck and disease progression. No additional clinical sequel were provided and the patient will be monitored.